Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout. The x-stage cover was found to be knocked out of position, it was adjusted. No functional issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system is driving, the x-stage cover scrapes on the wheel. The system is still fully functional. There was no patient involved.